Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. As a result the cooling fan and ECG connector were replaced. There was also an error found in the software update history, a new software installation was required. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connector was loose and the fan was noisy. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.